Event description:
An s670 was deployed in the left anterior descending coronary artery of a pt that two days earlier experienced an acute myocardial infarction and cardiac arrest. There was thrombus present in the artery distal to the target lesion site prior to the stent insertion. The 95% lesion was not pre-dilated prior to the stent insertion. Immediately after the stent deployment, the left anterior descending artery was occluded beyond the diagonal branch. Subsequently, the stent delivery system was removed and a 4.0mm ptca balloon was inserted. Despite multiple balloon dilations, there was no improvement in blood flow to the artery. Therefore, the balloon catheter was removed and an additional s670 over-the-wire stent delivery system was inserted and deployed at the site of occlusion. After the stent was deployed, angiography of the vessel revealed the artery was totally occluded. The pt experienced chest discomfort and nausea and a decision was made to take the pt emergently to surgery for coronary bypass, despite poor ventricle function. There were no additional clinical sequelae reported relative to the event. Separate medwatch reports have been submitted for each device involved in this event.